Manufacturer narrative:
Case-(B)(4). The device was not returned for evaluation but a device history review was obtained for lot number af271401. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported on (B)(6) 2016 that a (B)(6) -year-old female patient had an off-pump convergent study procedure. Patient was not heparinized. On post op day 6, (B)(6) 2016, the patient presented to an outside facility with complaints of weakness and increasing shortness of breath. Patient was treated with IV lasix and sent to ER. Patient had elevated brain natriuretic peptide (bnp) reading of 3300. Patient was admitted to hospital with diagnosis of congestive heart failure. On (B)(6) 2016 the patient was treated and later discharged from hospital. This event has previously been reported to the agency under ide study # (B)(4). This event has been adjudicated as a procedural issue as part of the ide study # (B)(4). Although this event has not been attributed to the device, atricure is reporting this event under part 806